Manufacturer narrative:
Insulin pump received with button error alarm due to corroded keypad traces. Pump received with missing display window and end cap sticker. Moisture damage found on the lcd board. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer received a button error alarm. Buttons were not pressed longer than 3 minutes or longer. Insulin pump would need to be replaced. Customer's blood glucose was unknown.